Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. No moisture damage noted on electronic assembly. No ramping numbers noted on the display. All button functioned properly. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad during a bolus attempt. The blood glucose reading was 166 mg/dl. The customer stated that the insulin pump had fallen into the river prior to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.